Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a postoperative infection. During the index procedure, a pulsed field ablation (pfa) procedure, a farawave nav ablation catheter was selected for use. Post procedure, the patient was transferred to the cardiac care unit (ccu) for continuous monitoring and treatment. Following the procedure and admission to the ccu, the patient developed a postoperative fever with elevated white blood cell count with the highest temperature reaching 38.2 celsius. The tbc level was elevated, and procalcitonin (pct) testing was negative. The event was assessed as a postoperative infection. Unspecified medication was administered as an action taken to treat the event. The patient fully recovered from the event three days following the event. Use of the catheter to perform mitral isthmus (mi) ablation constituted off-label use of the farawave catheter.

Event description:
It was reported that a patient experienced a postoperative infection. During the index procedure, a pulsed field ablation (pfa) procedure, a farawave nav ablation catheter was selected for use. Post procedure, the patient was transferred to the cardiac care unit (ccu) for continuous monitoring and treatment. Following the procedure and admission to the ccu, the patient developed a postoperative fever with elevated white blood cell count with the highest temperature reaching 38.2 celsius. The tbc level was elevated, and procalcitonin (pct) testing was negative. The event was assessed as a postoperative infection. Unspecified medication was administered as an action taken to treat the event. The patient fully recovered from the event three days following the event. Use of the catheter to perform mitral isthmus (mi) ablation constituted off-label use of the farawave catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: lot number, expiration date, unique identifier (UDI) #- corrected to be included on report good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.